Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and displayed a "compressor fault-2001 " message. Complainant indicated that the clinician manually ventilated the patiient and then restarted the ventilator to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2025-00711 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive stress testing and troubleshoot testing with a known good test set up without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.